Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for evaluation and abbott vascular (av) found the anterior cuff had been caught in the pre-tied knot, confirming the reported issue. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history identified other incidents from this lot for cuff misses. Further investigation was performed and av determined that the observations are infrequent and random. The investigation concluded that this not a systemic issue. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The device was returned to abbott vascular and analysis confirmed the reported cuff miss. The anterior cuff was caught in the pre-tied knot. The anterior needle tip was disengaged from the anterior cuff. There was an anterior cuff tab separated and not retuned. A review of the complaint handling database found two similar incidents from this lot. Abbott conducted root cause analysis and found the occurrence to be potentially related to a manufacturing issue. Further assessment of this issue per site operating procedures was performed. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device, using the pre-close technique, via a 8f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, when the needle plunger of the proglide device was removed, no sutures were present (cuff miss). Two additional proglide devices were used for successful suture placement using the preclose technique. The tavi procedure was completed and hemostasis was achieved with the pre-placed sutures of the two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.